Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call and needed assistance in programming her replacement the insulin pump. Customer also reported to have experienced a low blood glucose of 42 mg/dl and treated with glucose tablet and was at 105 mg/dl a few hours later and treated with food. Customer declined low blood glucose troubleshooting. The insulin pump is not expected to return for analysis.